Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges luer-tube connection was broken and insulin leakage occurred. No adverse event reported. Alleged device can not be returned due to custom/legal issues in (B)(6).